Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-58 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that the patient's head felt bad and the heart rate dropped to 42. The patient stated that the device was not working. Follow-up attempts for additional information from the clinic are in progress. No information has been received at this point. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.